Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. No additional information is anticipated.

Event description:
On (B)(6) 2011, pt was admitted to the hospital to undergo a multistage fixation salvage procedure for her left ankle after a failed ttc fusion due to infection.